Event description:
It has been reported to philips that there was an exposure failure. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) bypassed the hard disk box and recreated the image store, and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirm that the exposure failed. Upon functional testing the ippc, fse found that the image disk bay is broken. To resolve the issue fse bypassed the image disk bay and recreated the image store. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.